Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was 320 mg/dl.